Manufacturer narrative:
Dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title :percutaneous mitral valve repair with mitraclip in inoperable patients with severe mitral regurgitation complicated by cardiogenic shock.

Event description:
This is filed to report medical intervention, treatment with medication, renal failure, and sepsis. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: unchanged mitral regurgitation, medical intervention, treatment with medication, renal failure and sepsis. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous mitral valve repair with mitraclip in inoperable patients with severe mitral regurgitation complicated by cardiogenic shock". No other information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history for the reported lot could not be performed as the lot number and part number are unknown. Based on the limited available information, a cause for the reported patient effects of renal failure, sepsis and mitral regurgitation (mr), unexpected medical intervention, and required medication cannot be determined. It is possible that these were related to patient anatomy and/or operational context; however, this cannot be confirmed due to limited patient/procedure specific information. The reported patient effects of renal failure, sepsis and mitral valve insufficiency/regurgitation (unchanged mr) as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.